Event description:
Pt was having a total laparoscopic hysterectomy with bilateral salpingectomy, for which we needed to use the rumi device. The disposable, prepackaged cuff that fits onto the rumi handle had a hole in the inflation balloon that we noticed after trying to inflate it in the pt. Disposable cuff was removed and a new device was opened. Malfunctioning device was placed in biohazard bag and given to charge nurse. Appropriate spt quality concern paperwork was filled out, per hospital protocol. Mfg item ID is kcarch30, item ID is (B)(4). FDA safety report ID# (B)(4).